Event description:
It was reported that the pump's alarm volume and vibration were too low. There was no adverse effect to customer's blood glucose level. Customer continued to use the pump for insulin therapy.